Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was not working. There were no troubleshooting/interventions already performed. In the end, the hcp was transferred to nas. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.